Event description:
The pump was prophylactically explanted and returned to the manufacturer due to concern regarding the field action alert. There was no adverse event for the patient. The drug used in the pump is baclofen.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.